Event description:
It was reported that there was an extension break near the proximal end, closest to the implantable neurostimulator. The break was confirmed visually. Impedance testing was conducted, but the results were not reported. The extension was replaced. There were no patient symptoms associated with the event. The patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).